Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen PICC. The customer reported that the PICC broke while in surgery. The anesthesiologist reported during the procedure that the PICC broke, the md inserted a angio-catheter into the PICC line and sutured them together. The PICC was placed in the left ankle and secured with a stat lock, placement was verified through x-ray.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.